Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial tachycardia (right side) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leakage was noted at the end of the procedure. Approximately 5ml of blood had leaked out. No air had entered the patient's body. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual inspection was performed, and a fissure was observed on the three-way stopcock valve, no issues were observed on the hemostatic valve. An irrigation test was performed, and water leakage was observed from the fissure. Device history record was performed for the finished device 60000138 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer can be confirmed since the fissure on the three-way stopcock valve could be related to the leakage reported by the customer. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional section e note regarding physician details: e1 facility name is listed as (B)(6). However, the physician was a guest physician at that facility. Please refer to the below contact details as well. (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (right side) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve leakage was noted at the end of the procedure. Approximately 5ml of blood had leaked out. No air had entered the patient's body. No patient consequences were reported. The blood leakage from the hemostatic valve is MDR-reportable.